Event description:
It was reported that during a heavily tortuous right internal carotid artery stenting procedure, after uneventful stent implantation, the filter retrieval catheter met resistance with the stent when advancing to the filter. After crossing through the stent, the filter could not be pulled into the retrieval catheter. The retrieval catheter was removed and another emboshield retrieval catheter was used successfully. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The physical resistance and difficulty removing the filter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.